Event description:
Pt having lithotripsy. Lithitrotiptor probe removed and the distal end sidewall of the probe was noted to be split. The pt's bladder was inspected and no injury to the bladder was noted.